Event description:
It was reported that approximately four days post implant the right ventricular (rv) lead exhibited high thresholds which rose since implant. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.